Event description:
The patient reportedly experienced loss of lock. External equipment was exchanged however this did not resolve the issue. The patient's device was explanted. The patient was reimplanted with another advanced bionics cochlear device.